Event description:
Device complication: position of stent distal to intended site, time of complication: during the procedure, symptoms: dysphasic, slurred speech and right sided weakness. Time of symptoms: during the procedure in 2006 and 1-day post-procedure. During a lic stenting procedure, the 1st acculink was positioned slightly more distal than intended. The 2nd acculink was deployed overlapping to cover the remainder of the lesion. The pt experienced a tia and 1 day post-procedure the pt experienced another tia. The symptoms were dysphasic, slurred speech and right sided weakness. All the symptoms were resolved within 24 hours with no reported effects to the pt. Add'l info received indicated that the pt experienced a stroke post-procedure.